Manufacturer narrative:
Continuation of d10: other medical products in use during the event include: product ID: l-evprop23-29; lot number: 0012318211; product type: heart valves; not implantable product ID: evproplus-29; serial number: (B)(6); product type: heart valves; implant date: (B)(6)2025 product ID: d-evprop23-29; lot nubmer: 0012432637; product type: heart valves; not implantable medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure involving the evolut pro+ system, the delivery catheter system (dcs) nose cone ruptured/separated outside of the patient's body due to improper use. Subsequently, the dcs was exchanged for another evolut pro+ dcs. No patient complications occurred as a result of this event. Additional information was received that clarified previously reported information indicating the first dcs was inserted into the patient's body prior to the occurrence of the nose cone rupture/separation. Patient anatomy was not a contributing factor and the minimum diameter of the access vessel was 6.4mm. The dcs was not twisted or torqued while in the patient. When withdrawing the dcs, the capsule was closed until it was aligned with the catheter tip. The catheter tip and nosecone were then removed from the patient. Additionally, it was reported the dcs was removed from the patient without the rupture having occurred; it was generated outside of the patient's body due to being trapped with the guide. The broken guide did not allow movement. Additional information was received to clarify the "guide" was referencing the guidewire. Additional information was received to report the broken guidewire was a medtronic confida brecker guidewire. This guidewire was "not new" and was further clarified as a "reused product".

Manufacturer narrative:
Additional information was received to correct previously reported information that incorrectly alleged use of a medtronic guidewire; however, the correction reported a medtronic guidewire was not used in this case, but rather a non-medtronic safari guidewire. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803 pertaining to the guidewire. Information related to a medtronic device is reported in related reports noted in h10. Corrected data: d. Suspect medical device. Let this correction report reflect a medtronic guidewire was not used in this case. H6. Coding was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure involving the evolut pro+ system, the delivery catheter system (dcs) nose cone ruptured/separated outside of the patient's body due to improper use. Subsequently, the dcs was exchanged for another evolut pro+ dcs. No patient complications occurred as a result of this event. Additional information was received that clarified previously reported information indicating that the first dcs was inserted into the patient's body prior to the occurrence of the nose cone rupture/separation. Patient anatomy was not a contributing factor, and the minimum diameter of the access vessel was 6.4 millimeter's (mm). The dcs was not twisted or torqued while in the patient. When withdrawing the dcs, the capsule was closed until it was aligned with the catheter tip. The catheter tip and nosecone were then removed from the patient. Additionally, it was reported that the dcs was removed from the patient without the rupture having occurred. It was generated outside of the patient's body due to being trapped with the guide. The broken guide did not allow movement. Additional information was received to clarify the "guide" was referencing the guidewire. Additional information was received to report the broken guidewire was a medtronic confida brecker guidewire, was "not new" and further clarified as a "reused product". Additional information was received to correct previously provided information: the guidewire used was not a medtronic confida, but rather a non-medtronic (safari) guidewire. The non-medtronic guidewire broke at the distal end due to force exerted by the operator in the patient's calcified and tortuous access artery. Additionally, clarification was received to indicate a translation error occurred when reporting information in english: the guidewire had not been re-used, it was used once during this case.